Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported issue. The se recommended to replace the breath delivery (bd) printed circuit board (pcb). The customer declined the repair service. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient an 840 ventilator had a blank screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.